Event description:
It was reported that an ilet user experienced intermittent loss of dexcom g7 glucose readings on the ilet while readings continued to display in the dexcom mobile application, and the ilet readings later returned during the call. Symptoms included no clinical symptoms or adverse events. Outcomes included no alerts or alarms on the ilet and no impact requiring medical intervention or hospitalization. Investigation included customer support troubleshooting and user education regarding signal loss and when to contact the cgm manufacturer for persistent issues. Investigation of this case revealed a communication issue limited to the interface between the ilet and the cgm transmitter, with no evidence of ilet hardware failure or cgm data generation failure as readings remained present in the dexcom app. It was concluded, based on previously established findings for similar reports, that the cause was likely external or environmental communication interference affecting the ilet-cgm connection.